Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check this left ventricular (lv) lead was found to have high our-of-range pacing impedances and high threshold measurements. A chest x-ray revealed what appears to be a lead fracture. The lead was electrically abandoned. No surgical intervention was performed at this time. No adverse patient effects were reported however patient noted they were more fatigued.

Event description:
New information received indicates that surgical intervention was performed and this lead was capped. A new lv lead was implanted without incident.